Manufacturer narrative:
The device was returned for evaluation of "does not hold charge". Upon evaluation on (B)(4) 2013 fluid ingress was found. Electronic components that were damaged and replaced were: the power supply, controller board, distribution pcb, and centrifuge assy. The device was upgraded to the current fluid remediation. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2013 to report an orthopat device with the description of "does not hold charge." No patient/operator injury reported.